Event description:
Customer reported high blood glucose levels of 582 mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. Customer administered a correction bolus via pump and was advised to inspect the infusion site and tubing, observing insulin drops at the tubing end while ensuring no issues with needle, cannula, or t:lock connections. Customer was instructed to replace supplies as needed and resume insulin therapy.